Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer was failed. The field service engineer reseated cables and claered debris to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system cubie drawer was constantly failing. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.